Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital with palpitations due to pacing mode vvi 65. It was also reported that the device tripped the elective replacement indicator and it was reported as 'very sudden'. Device was removed and replaced. No patient complications were reported as a result of this event.